Manufacturer narrative:
The full number for the product in question is (B)(4) ((B)(6) 2003). The immucor laboratory received blood samples from the customer site and tested them against retention product on (B)(6) 2016, which yielded expected positive outcomes. The retention product performed as expected.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative antibody screen when using capture-r ready indicator red cells on a galileo neo instrument.